Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced leaking pump tubing while using a steel cannula infusion set with 23-inch tubing, accompanied by elevated blood glucose, and they were advised to perform a full supply change and then resumed delivery. Symptoms included hyperglycemia with levels over 300 mg/dl over intermittent periods and no acute complications. Outcomes included self-management without hospitalization, administration of 12 units of long-acting insulin as backup therapy, and continued monitoring using a g7 sensor. Investigation included troubleshooting and education regarding infusion set and tubing replacement. Investigation of this case revealed a leak associated with the infusion set or tubing that was resolved after the supply change. It was concluded, based on previously established findings for similar reports, that user-correctable infusion system leakage was the likely cause.